Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced skin irritation and desquamation at the sensor site. Customer treated themselves with unspecified topical ointment which was provided by a non-healthcare professional (non-hcp) for the treatment and had scheduled an appointment with an hcp. There was no report of death or permanent impairment associated with this event.